Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: emergency light failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that e207 (emergency light failure) occurs due to the failure of the emergency light, causing the emergency light indicator to blink. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6)). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e207 appeared on the monitor, and the white light (xenon light) was on, but an orange lamp indicating an emergency light malfunction was flashing. The event had occurred during set up / inspection for use. There were no reports of patient involvement.